Event description:
It was reported that the patient presented to the clinic after receiving a notifier for high impedance and high threshold. During the lead revision a loose connection was observed. The lead was reconnected and impedance and threshold returned to normal range. The physician noticed oozing and swelling and elected to remove the entire system. One month later, the patient was cleared of infection and a new system was implanted.

Manufacturer narrative:
A partial lead was returned cut in two segments. Internal insulation abrasion was found under the svc shock coil at 12.8-14.2cm from the proximal end. The etfe coating was intact at this location.

Manufacturer narrative:
Review of quality records. Device evaluation anticipated but not yet begun.